Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: mesna 24 hour infusion finished late "day 3 of mesna with hypercvad regimen expired before full med able to infuse. Expected volume of mesna did not infuse within 24 hours. Expected end time was 1450, it was taken down at 1630 with approximately 15 ml in the bag and 25ml remaining in the tubing."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issued reported could no be confirmed due to the pump was not returned for evaluation, and the device logs were not neither made available. Further investigation of the complaint could not be possible without the sample's evaluation or log review.